Manufacturer narrative:
Additional information: b5- the problem was resolved. Status of the eye: "the pupil closes better". Additional information provided: "there are currently no measures planned. The patient is happy." Claim# (B)(4).

Manufacturer narrative:
Additional data: h6: health effect - clinical code: "4581- unreactive (fixed) pupil" should be added. B5: the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -13.50 into the patients right eye (od) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2023, the lens was repositioned. It was later reported the patient also experienced an unreactive (fixed) pupil . The lens remains implanted and the problem was not resolved. Status of the eye: "the pupil does not close completely". Additional information provided: "the supposed high vault was reduced by a rotation. The case has been updated. I dont have a number yet". Reportedly "the doctor has not yet decided how to proceed with the patient." The cause of the event is user error and the device did not fail to perform as intended. Cause details: " the doctor used hyaluronic acid". Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -13.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting. The surgeon repositioned the lens on (B)(6) 2023 and this resolved the problem. It was additionally noted "the doctor rotated the lens 90 degrees vault is ok". The cause of the event was reported as unknown.